Manufacturer narrative:
G4 updated to reflect investigation, results still pending.

Event description:
The customer reported that the device will not power on. There was no patient impact.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 04/06/2015 to the present date 01/06/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device will not power on. There was no patient impact.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device will not power on. There was no patient impact.